Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave amplitude one day post-implant. Suspecting lead dislodgement, the physician performed a revision procedure wherein the lead was repositioned without consequence to the patient. No adverse patient effects were reported.